Manufacturer narrative:
The technician replaced the worn brake casters and the brake rod screws to repair the stretcher.

Event description:
The brake casters are setting in brake but would swivel when pushed from the side.